Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated mdrs: 1018233-2013-01892 and 1018233-2013-01893.